Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument passed an electrical continuity test. The instruments conductor cap was found broken. A piece measuring approximately 0.039" x 0.075" was broken and not returned with the instrument. There was no damage found to the conductor wire or the conductor wire weld. This complaint is a reportable event due to the following conclusion: the permanent cautery spatula instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the permanent cautery spatula instrument was noted to have current leakage. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Advanced failure analysis found damage to the conductor wire insulation in a location directly adjacent to the charred area of the yaw pulley. The insulation damage was the likely cause of the thermal damage on the yaw pulley. The insulation damage was in a location that was normally protected from external sources of damage by the conductor wire cap. Based on location of wire insulation damage, this does not appear to be a result of mishandling/misuse. The cause of insulation damage was unclear, however, once the bare wire was exposed, that can create a potential path for arcing to occur under certain conditions. The presence of a conductive path (ex: blood) between the exposed wire and the yaw pulley, and energy activation in the presence of the conductive path may create a higher likelihood of arcing.